Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis, not requiring hospitalization. A sample of peritoneal effluent was not analyzed or cultured. On (B)(6) 2010, the patient was given a loading dose of vancomycin 1gm ip and started on amikacin 125mg ip once daily. The root cause of the peritonitis was unknown. At the time of reporting, the event of peritonitis was resolving and the patient continued taking amikacin. Dianeal therapy continued. The nurse believed that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.